Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a transect of the colon tissue. The stapler partially fired. It only fired 40mm or half way and would not advance further. Another device was opened and used without any issues. There was no harm to the patient but it delayed the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the firing knob and sulu knife blade were fully advanced. The sulu was fully fired and the interlock was triggered. Additionally, microscopic inspection noted no damage to the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A secondary finding of a misuse of the product was observed and determined to have no relationship to the reported incident. Replication of the advanced knife blade may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information during a right colectomy transect of the colon tissue. No adverse events were reported. Patient is fine.